Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no reported impact to customer¿s blood glucose. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Customer was using fiasp insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.